Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. Technical support (ts) had the caller perform a hard shutdown, then turn the unit back on and it powered on normally. Ts had the caller power off the unit normally and then turn it back on normally, however the second time it was powered on it displayed the date has reset, please change coin battery message. Ts had the caller go into the utility settings and set the date and time accordingly, then power off the unit and turn it back on. Caller stated that unit was powering on normally and the date has reset message was no longer coming up.

Event description:
It was reported that the ventilator display froze. There was no patient involvement.